Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The oxygen (o2) sensor was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The failure did not occur during patient use.